Manufacturer narrative:
This report is submitted on 06 jan 2021.

Event description:
Per the clinic, the patient experienced a (non auditory sensation) leading to device non-use. The device was explanted on (B)(6) 2020. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on april 1, 2021.